Event description:
The customer reported that the buttons were not responding while visiting his doctor. Troubleshooting was performed, and the numbers were not ramping on their own. The caller stated that the scroll bar is not moving without input. During the call, the customer stated that the last summer he double dosed himself. The customer woke up with around 180mg/dl and had breakfast. The caller remembers bolusing once not twice. He stated that his blood glucose appeared on the screen, and he entered 40 for the carbohydrates, but did not press the activate button. The information stayed on is screen blinking a few times and then it went away. Then his glucose level went down and paramedics were called to his house. The customer stated that the cause of his low glucose was accidentally over delivered insulin. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had no button response on up or down arrow buttons due to corroded keypad traces. Further testing could not be performed. Unable to confirm the button error alarm. The device had scratched display window, cracked screen, and cracked case at the display window corners. No further information was provided.